Manufacturer narrative:
Sex unknown / not provided, weight unknown / not provided.

Event description:
Customer reported that they attempted to insert the implant during a procedure and stripped the internal hex drive. He removed the implant, reshaped the osteotomy and placed immediate implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One t3 implant with an implant removal tool was returned for investigation. A visual inspection of the as received product identified bone residue on the external threads and discoloration. The implant removal tool was stuck inside the implant. An evaluation of the threads was impossible due to the tool. Even had the tool be removed, the tool would have damaged the threads itself. The removal tool is not a zimmer biomet device. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual. Pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The complaint was unable to be confirmed with the information provided. The conditions of the implantation procedure are unknown. A singular cause could not be established. The complaint is non-verifiable. The following sections have been updated: (B)(4).